Event description:
It was reported when using the bd posiflush¿ normal saline syringe there was difficult plunger movement. This event occurred 20 times. The following information was provided by the initial reporter and translated to english. The customer stated: "when punching and sealing tube, push to half was stuck."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided material number 306595 and lot number 1134222. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported when using the bd posiflush¿ normal saline syringe there was difficult plunger movement. This event occurred 20 times. The following information was provided by the initial reporter and translated to english. The customer stated: "when punching and sealing tube, push to half was stuck."